Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 43-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, the patient underwent medical device removal (seriousness criterion intervention required), 21 years 11 months after insertion of essure. The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2022. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: more than one related surgery-no. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of gastric band repositioning in 2016, gastric banding in 2010 and cholecystectomy, obesity, menses irregular, multiparous, uterine fibroid, birth twin, obesity, submucous leiomyoma of uterus, anemia and menorrhagia. Previously administered products included: mirena for amenorrhoea and depo-provera and oral contraceptive nos. As concurrent condition the report mentioned chronic cervicitis. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3299 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: history: status post essure placement. Impression: bilateral essure devices in place. There is no opacification of the fallopian tubes. [Pathology test] on (B)(6) 2021: hpf pathology specimen report. Final diagnosis: uterus, endometrium-frozen, curettings: scant fragments of weakly proliferative endometrium; negative for hyperplasia or malignancy. Fragments of benign endeocervix without any dysplasia or malignancy. Detached ectocervical epithelial fragments with reactive changes; negative for dysplasia. Uterus, and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: weakly proliferative endometrium; negative for hyperplasia or malignancy. 4.6 cm leiomyoma; negative for malignancy. Mild chronic cervicitis; negative for dysplasia or malignancy. Bilateral fallopian tubes with reactive changes (right fallopian tube with paratubal cysts). [Pregnancy test urine] on (B)(6) 2011: negative; on (B)(6) 2013: negative. [Smear test] in (B)(6) 2021: negative. [Ultrasound pelvis] on (B)(6) 2014: clinical history: heavy menstrual bleeding camparison study. Hysterosalpingogram dated (B)(6) 2013. Findings: the uterus measures 9.9 x 3.7 x 5.6 om. The endometrial stripe measures 8 mm. Essure devices are seen in both cornual regions. Nabothian cysts are seen. Impression: bilateral essure devices. Otherwise unremarkable study. Indication: heavy menstrual bleeding lmp: (B)(6) 2014. Assessment/plan: enlarged uterus - rule out fibroids. Ultrasound ordered. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: medical record received. Medical historyand lab data added including pathology test. Reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patients medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 8018 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.